Event description:
Same case as: MDR ID 2134265-2013-06648. It was reported that during a preparation for percutaneous coronary intervention procedure, wire detachment occurred. The 90% stenosed target lesion was located in the severely calcified unspecified artery. A 1.50mm rotablator rotalink plus and rotawire were used to treat the target lesion. While checking the rotation outside the patient, the wire was detached. It was further noted that the burr came in contact with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the visual and tactile inspection revealed the device was received separated in two sections. The proximal section measured approximately 192.4cm and the distal section was 138.1cm. All the outer diameter measurements are within the specifications. The two samples were sent to the (B)(4) lab for analysis. It was observed that sample 1 presented evidence of torsion and tension overload as mode of wire failure. Sample 2 presented evidence of fatigue and torsion as mode of wire failure. Both samples presented the failure ite at an area with evidence of wear reduction. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-06648. It was reported that during a preparation for percutaneous coronary intervention procedure, wire detachment occurred. The 90% stenosed target lesion was located in the severely calcified unspecified artery. A 1.50mm rotablator rotalink plus and rotawire were used to treat the target lesion. While checking the rotation outside the patient, the wire was detached. It was further noted that the burr came in contact with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.